Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/25/2014 with the following findings: review of the pump¿s black box revealed a related alarm. A related alarm was duplicated during investigation. There was evidence of moisture on an internal component.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.